Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this report is not available for evaluation.

Event description:
On 07/25/06, nellcor puritan bennett received a report of balloon inflation issues on a fenestrated tracheostomy tube. The caller reported the cannula had to be replaced after the leak in the pilot balloon was discovered. No further information was provided.